Event description:
Related manufacturer reference number: 2017865-2022-04971. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that the left ventricular (lv) lead and the right atrial (ra) lead were dislodged. There was elevated capture threshold on ra lead and the lv lead had dislodged back into the pocket and had no capture. The physician explanted and replaced the lv and ra leads on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and increase capture threshold. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix was able to be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of increase capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.